Manufacturer narrative:
The product was returned for evaluation. Inspection found that on panel side a, the top ridge zipper insert pin was ripped from the tape. The retaining strap was missing, and the top ridge cap elastic was ripped. The mattress envelope was also delaminated. On panel side b, window zipper slider body was open. There was a one inch hole in the netting on window side b. On panel side c, the elastic on the left leg bottom cap was ripped. (B)(4).

Event description:
The customer reported that the teeth of the zipper are not connecting when attempting to zip the side panel. The problem was observed when removing the canopy bed from storage. Evaluation of the returned product found that a window zipper slider body was open.